Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and had unexpected restart. A cold reset was performed alarm. The customer¿s blood glucose level was 319 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. Device passed self test. Device passed off no power test. No unexpected failed battery alarm anomalies noted. No unexpected weak battery alarm anomalies noted. No unexpected battery out limit anomalies noted. No unexpected restart error test anomalies noted. No damage on the lcd isolation tape noted. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.